Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Product code: 150400226. Lot number: d23122923. Manufacturing date: 01-jan-2024. Expiration date: 31-dec-2033. Quantity : (B)(4). As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: product code: 150400226. Lot number: d23122923. Manufacturing date: 01-jan-2024. Expiration date: 31-dec-2033. Quantity: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient was referred post tka for infection. Surgeon choses to perform a one stage revision tka with a dual set up and placement of resorbable antibiotic beads. All well fixed were components removed and a thorough irrigation and debridement (I&d) was performed prior to prepping for new components. A portion of the the anterior tibia came off when the tibia component was removed however the sleeve had good fixation when prepared. No delay was experienced. There was no loosening but depuy cement has been used. Doi: (B)(6) 2024. Dor: (B)(6) 2024. Affected side: right knee.